Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'intermittent power issue' which was not reproduced. A review of the event history log identified 'improper shutdown!' Messages. The reported condition was verified. The 'improper shutdown!' Message occurred when all power to the pump was lost, however the log did not determine which power became disconnected. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an intermittent power issue. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.